Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of pump stoppages and driveline fault events, a specific cause for the events could not be conclusively determined through this evaluation. In addition, a direct correlation with the left ventricular assist system (lvas) could not be conclusively established. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the fever was caused by the patient¿s known bacteremia; however, neither a percutaneous lead or pump pocket infection were confirmed. The patient only had positive blood cultures, and he was treated with IV antibiotics.

Manufacturer narrative:
The referenced report of use of ungrounded patient cable due to known short to shield is covered under medwatch MFR report #2916596-2015-02262. Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 5 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported upon arrival to the emergency room (ER) on (B)(6) 2017 for a fever, a couple of pump stoppages occurred. The customer reported that the patient has a known short to shield and had been using an ungrounded patient cable for use while on power module support for a couple of years. When the patient presented to the ER, the patient was temporarily connected to a normal patient cable. Once the patient was connected back to an ungrounded patient cable there were no further pump stoppages. There was no reported adverse impact to the patient due to the pump stoppage events. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed a pump stoppage on (B)(6) 2017. No additional information was provided.